Manufacturer narrative:
A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company service representative examined the system and was unable to confirm or replicate the reported event. As a preventative measure, the company service representative optimized system for flap by adjusting vacuum pressure and checking surgical applanation force. The company service representative optimized laser engine, including stretch/compressor to round beam, seeding and hr mirrors, and dump time (flap + cataract). The company service representative aligned beam through beam conditioner, aligned energy pocket cell, beam steering and coarse delivery alignment. The company service representative calibrated cataract and flap energy polynomials as well as diameter and flap depth. The company service representative also adjusted video microscope offsets. The company service representative cleaned air filters, added coolant, and cleaned objective lens. The company service representative also checked figure of merit for flap. The system was then tested and met all product specifications. No information was provided to conclusively indicate nonconformance of the system contributed to the reported event. The customer reported event cannot be confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. Alcon lensx (site # (B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site # (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an incomplete flap during flap creation on the patient's left eye. There was no patient harm reported. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.